Manufacturer narrative:
Please note that the following section has been updated based on additional information provided by the penumbra clinical team on 01/14/2021: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink and fracture observed near the mid-joint. Further evaluation revealed that the embolization coil was detached from the pusher assembly. This damage was likely a result of the pusher assembly fracture. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report number: 3005168196-2021-00137.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) and anterior communicating artery (acom) using penumbra smart coils (smart coils), a non-penumbra microcatheter and glide catheter. During the procedure, a smart coil was noticed to be kinked upon removal from the hoop. The damage to the smart coil was found prior to use, and the smart coil was not used in the procedure. The physician then experienced difficulty advancing a new smart coil in the introducer sheath; therefore, the smart coil was removed from the patient. The physician placed four smart coils in the aneurysm lumen. It was noted that a coil migrated into the left aca. Due to the complex aneurysm and established left frontal intraventricular hemorrhage, the decision was made to avoid retrieving the migrated smart coil. This event is ongoing. The coil migration was reported to be a serious adverse event with a possible relationship to the smart coil and a definite relationship to the index procedure.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00137.

Event description:
On (B)(6) 2020, the patient underwent a coil embolization procedure in the anterior cerebral artery (aca) and anterior communicating artery (acom) using penumbra smart coils (smart coils), a non-penumbra microcatheter and glide catheter. During the procedure, the physician administered aspirin to the patient. The left internal carotid artery (ica) was selected using the glide catheter. The ica revealed a left aca a1 occlusion and left aca pericallosal artery coil migration. Due to the complex aneurysm and established left frontal intraventricular hemorrhage, the decision was made to avoid retrieving the migrated smart coil. This event is ongoing. The coil migration was reported to be a serious adverse event with a possible relationship to the smart coil and a definite relationship to the index procedure. The physician continued with the procedure. The fifth smart coil was noticed to be kinked upon removal from the hoop. The damage to the smart coil was found prior to use, and the smart coil was not used in the procedure. Subsequently, the physician experienced difficulty advancing next smart coil in the introducer sheath, and the smart coil was removed. The procedure was completed successfully as the physician accessed the daughter sac of the aneurysm and coiled it. It was reported the patient had an external ventricular drain (evd) removed and no spasm.